Event description:
Patient was seen for pacemaker evaluation and was found to have a low rv sense amplitude of 2.5 mv. Lead dislodgement was suspected. No reports of chest pain, no significant dyspnea, orthopnea or edema. Lead was successfully revised on (B)(6) 2020. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.